Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error alarm and a pump error alarm. The blood glucose level was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to the electronic assemblies. No moisture damage was found on the keypad assembly.